Event description:
Taxol chemotherapy infusion ran three hours longer then it was supposed to. Infusion started at 1525 and was supposed to run for 24 hours. Infusion did not complete until 1845 the next day.